Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product". Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device; rupture: unable observed opening on the device. Additional observations: observed creases on the device; white calcification observed on the surface of the shell; observed deformation on the device; yellow encapsulation observed on the surface of the shell; observed wear abrasion; observed cloudy in the gel.